Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol would not unfold in the eye. The incision was enlarged to facilitate removal of the iol. Additional info has been requested.